Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. This incident caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high" on the device. The customer addressed the high blood glucose by administering a correction injection via manual insulin therapy. The customer continued to use the pump.